Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that the red blood cell (rbc) and white blood cell (wbc) baths were overflowing. The cause of the overflow was a clot in the drain tubing at pinch valve (lv14) and (lv15). The lv14 is responsible for draining the rbc and wbc baths and the lv15 is responsible for draining the bath specified by vl14 and the vacuum isolator chamber (vic). The fse replaced the affected tubing and ran the instrument to check its performance. The rbc and wbc baths were draining properly. The cause of the leak was a clot in the tubing at lv14 and lv15. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the red blood cell (rbc) bath of the coulter ac*t-diff analyzer was overflowing. The volume of the leak was approximately 5 ¿ 10 ml and was not contained within the instrument. The analyzer did not generate any error messages or flags in connection with this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.